Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient had repeated falls over the past 6-8 weeks and the patient was seen in the clinic today and had open circuits. The rep reported that this was the first time that any open circuits were seen, which conflicts with the previously reported information. The rep reported that they were trying to program around the open circuits for therapy. The rep reported that the patient was not a candidate for revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1mnps, implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had high impedances. The healthcare provider interrogated the device and found impedances over 20,000 on several contacts. The patient reported decreased therapy benefit. Environmental/external/patient factors that may have led or contributed to the issue include the patient falling several times which resulted in the patient hitting their head. Diagnostics/troubleshooting included a shut study that did not result in any explanation. Interventions/actions to resolve the issue included a follow-up scheduled with the neurosurgeon. The issue is not resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating their appointment with the neurosurgeon was on 2018(B)(4). Because the patient is not a surgical candidate, no actions will be taken. The cause of this event was not determined and the issue is not resolved.